Event description:
It was reported that during use in a non-calcified lesion, the 2.5 x 15 mm voyager balloon ruptured at 12 atmospheres (atm). Another voyager of the same size was used successfully. The 3.5 x 15 mm voyager was then used to treat another non-calcified lesion in the same patient. However, the balloon ruptured at 12 atm. A voyager 4.0 x 15 mm balloon was used without issue. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. Evaluation summary: evaluation of the returned balloon catheter found blood on the shaft and hub and contrast in the inflation lumen and in the balloon. The balloon was returned loosely folded. This is all consistent with the reported information that the balloon was inflated inside the patient anatomy. The hypotube had separated 4.8 centimeters (cm) distal to the strain relief tubing. Follow up information received confirmed that the noted separation occured post procedure due to handling. There were kinks in the hypotube 2 cm proximal to the separation and 2.3 cm distal to the separation. There were multiple kinks and bends throughout the entire length of hypotube. Since there was no mention of any catheter damages such as kinks or bends during inspection prior to use, the observed catheter damages most likely occurred during use and/or during packing the device to ship back to abbott vascular for analysis. There was a longitudinal rupture in the balloon at the distal taper proximally for a length of 17 millimeters (mm), ending over the proximal balloon marker. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. The scanning electron microscopy (sem) lab analysis noted the balloon failure may be attributed to exposure conditions or a materials/processing discrepancy initiating from the inner surface. Numerous partial tears were observed on the inner surface. Damage to the inner surface of the this type may be due to factors such as exposure conditions during the procedure, multiple inflations and/or high stress being applied to the balloon material or a material/processing discrepancy. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Based on the information provided, there was no calcification at the lesion, the balloon ruptured on the first inflation at 12 atmospheres (atm) which is below the rated burst pressure (rbp) which may indicate that the experienced rupture was not related to an interaction with the patient anatomy. To ensure this type of damage is not a result of a potential manufacturing deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. Based on the information obtained during the investigation, the cause of the balloon rupture could not be determined. Reportedly the balloon was not soaked prior to use. It should be noted the voyager instructions for use (IFU) states: submerge the balloon in the sterile heparinized normal saline during balloon preparation to activate the coating. Although the analysis could not determine the balloon rupture cause, the failure to soak the balloon prior to use can contribute to a balloon rupture. A review of the lot history record revealed there were no nonconforming material records associated with this lot. Additionally, a query of the complaint handling database revealed no other incidents reported for balloon ruptures or hypotube separations for this lot. There is no indication of a product quality deficiency.

Event description:
Subsequent to the initial report filing, the following additional information was received: the voyager balloons were not soaked prior to use. The voyager balloons were used for predilation of an ostial left anterior descending artery (lad) lesion. The balloons both ruptured during the first inflation at 12 atmospheres. No resistance during advancement/retraction was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.5 x 15 mm rx voyager is being filed under a separate medwatch report.